Event description:
It was reported, the videoscope cable displayed no image. The issue occurred during preparation for use for an unspecified procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
E1 establishment name exceeded the character limit. The full name is: (B)(6) hospital. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was presumed that the suggested event may have occurred due to poor electrical communication as a result of a cable disconnection and while the malfunction was confirmed, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.